Manufacturer narrative:
No unexpected stuck button alarms were noted during testing. The pump was received with no button response on the down arrow button due to corroded keypad traces. The pump was received with an air leak during the leak test at the left edge of the keypad overlay. Unable to perform the displacement test due to the unresponsive keypad. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, a damaged keypad overlay texture and a peeling end cap address label. The pump was received with moisture damage on all electronic assemblies, force sensor and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the buttons were stuck. Customer's blood glucose was unknown. Insulin pump will be replaced.